Manufacturer narrative:
The lead was discarded. Without the return of the device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide details risks associated with surgery and spinal cord stimulation including, "lead migration from the location chosen at initial implantation, resulting in stimulation changes" and "uncomfortable changes in stimulation (over and/or under stimulation)." The surgical guide continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks.

Event description:
During a follow-up visit for a patient implanted with an evoke spinal cord stimulation (scs) system, the patient was evaluated for changes in stimulation strength and location. Xray imaging was obtained and confirmed a lead migration. A lead revision was completed to resolve the reported event. It was noted that a non-saluda anchor was used to secure the patient's original lead.